Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported slda could not be conclusively determined. It is possible that worsening patient condition contributed to this event. However, this cannot be confirmed. The reported mr, atrial fibrillation, and tachycardia appear to be cascading events of the slda. The reported patient effects of mitral regurgitation, atrial arrhythmias, and cardiac arrhythmias, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4. One clip was implanted, reducing mr to a grade of 1-2. On (B)(6) 2023, the patient returned to the hospital due to atrial fibrillation and tachycardia and imaging showed one of the implanted clips had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. On (B)(6) 2024 an additional mitraclip was performed, and one clip was implanted, reducing mr to a grade of 2.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.